Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that occlusion alarms occurred. Customer's blood glucose was 192 mg/dl. Customer changed supplies multiple times to resolve the issue.